Event description:
Initial report text: it was reported to philips that the equipment was unable to boot up. The device was not in clinical use at the time of the event. There was no harm reported. Philips has started an investigation of the complaint.